Manufacturer narrative:
Additional information was provided in b.5. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter more power due to patient ended up farsighted with some astigmatism after surgery/ power change. There is no reported defect or fault with the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse representative reported that following intraocular lens (iol) implantation, the patient experienced blurry vision. The iol was explanted and replaced with a new lens 8 months following the initial procedure. Additional information was requested.